Event description:
It was reported that a device alarmed for door not fully latched messages. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter has not rec'd this device for eval. A supplemental will be submitted if the device is returned to baxter for service.